Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 450 mg/dl. The customer's blood glucose is unknown 450 to 600 mg/dl. The customer did not provide any symptoms such as a result of high blood glucose. The customer was in emergency room. Troubleshooting was not competed. The insulin pump will not be returned for analysis.